Event description:
It was reported that the patient developed a pocket infection on their pulse generator system with observation of vegetation on their leads. The entire pulse generator system including the right atrial (ra) lead was removed with some remnants of the ra lead still within the body. A new leadless pacemaker system was implanted. The patient¿s condition was stable. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).